Manufacturer narrative:
The patient was (B)(6) years old at the time of the procedure. Initial actions from the manufacturer: on (B)(6) 2026: acknowledgement of receipt sent to the distributor, with request for additional information (operative report, cement used, patient's medical conditions, details related to the use of the cement restrictor). On (B)(6) 2026: reminder. On (B)(6) 2026: request for the healthcare facility and surgeon name. The femoral stem was successfully cemented using a quirurfix cement restrictor and a bone cement from another manufacturer. Cardiac arrest occurred approximately 3 to 5 minutes after cementation, while the surgical team was attempting to assemble the polyethylene insert into the bipolar acetabular component (devices not manufactured by teknimed). Despite several resuscitation attempts, the patient passed away. After the procedure, it was confirmed that the internal locking ring of the bipolar acetabular component had been installed upside down. According to the medical team, the death was not related to the delay caused by the attempts to assemble the insert into the component, nor to the quirurfix cement restrictor, which was implanted without difficulty. They consider that the death was mainly related to the patient's very fragile conditions, advanced age, and the inherent risks associated with this type of major surgery (anesthesia, cementation). Based on the historical investigation, no similar events (deaths) have been reported among the 81,247 units currently in the market. Cause: environment- incident inherent to the patient's clinical conditions and not related to the cement restrictor, which was correctly implanted.

Event description:
Cardiac arrest resulting in the patient's death during a hip arthroplasty surgery on (B)(6) 2026.